Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There was no sample returned for evaluation. Our lab has tested retain samples of the associated product lot and all results were conforming to the specifications for the tested parameters (ph, osmolality, lal). Complaint trending was reviewed for the lot code provided. Two similar complaints were found. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during the batch record review. As no manufacturing related issues were identified, retain samples are conforming the specifications and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. As no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is third of seven reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an "outbreak" of tass at their facility. In a follow up with the customer, it was reported that there were four patients who presented with tass following ocular surgery. There were two surgeon's involved. All four patients associated with this report of tass had a history of glaucoma. The exact procedure performed on any one patient remains unconfirmed. This file represents two out of the four patients.